Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's implantable cardiac monitor (icm) exhibited under-sensing. The patient felt some discomfort around the pocket and was instructed to stop scratching the site. Programming changes were performed. The patient was in stable condition.